Event description:
On (B)(6) 2024, the dbs patient underwent a revision procedure to replace the medtronic lead with a (B)(6) device due to loss of stimulation. The physician was dr. (B)(6) and the surgery occurred at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).